Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. On 08-jul-2020 the patient reported that their communicator is not communicating with handset. The patient gets no pump found or if it does finally connect then it takes several attempts and it goes to 91% and then takes 3-4 minutes to go through. The patient was sent a replacement communicator in (B)(6) 2020. The handset reads can not find communicator and now phone is starting to freeze up. The patient stated she just did a bolus but you have to do it several time and to keep retrying to find the communicator and then it connects. Then it stays at 91% for 3-4 minutes and then it goes through. The patient stated it was not like this when she had her pump implanted in (B)(6) 2019. The patient states she holds the communicator over pump the whole time and knows how to do it and stated from (B)(6) 2019-(B)(6) 2020 everything worked fine. The patient¿s physician stated their physician has checked pump and there is nothing wrong but the clock is off. She had reached out to a representative to change the clock on the pump but may have to wait because of covid. Per the patient their physician saved their live. The patient was transferred to repair for a replacement device. The communicator was not communicating with the pump. No patient symptoms and no further complications were reported or anticipated. It was reported that the patient got her replacement communicator and the same issue is still occurring where it takes her several tries before she can get a connection. It has her either retry, gets stuck at 91%, or has her connect to the communicator again (B)(4). Reason for call today on top of that issue is now the patient is also starting to get a system error code on her screen (0x1c97d160). This issue first started yesterday ((B)(6) 2020) and has been getting more frequent now. When she sees that system error code, she will click retry and eventually it will let her connect to her pump. The patient was to reset her handset by removing the battery and putting it back in. The patient tried the troubleshooting and reported she is still getting the system error, but this time it has a different code (0x42ed37da). The patient expressed her frustration with the issues with the handset and communicator not being able to connect to her pump right away. She has been trying to get in touch with a manufacturer¿s representative (rep) since march but has not heard from him yet. The patient will contact her healthcare professional (hcp) as well regarding this issue since it seems to be getting worse. There were no symptoms reported. There were no further complications reported/anticipated. Additional information received from a manufacture representative reported the rep was going to be meeting the patient on (B)(6) 2020 mon 10am at clinic.